Manufacturer narrative:
Philips service reinstalled the software on the flexvision pc, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to start on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.